Event description:
It was reported that the patient underwent pump exchange on 16dec2019 from heartmate ii (vad-16111) to heartmate ii (vad-63205). Per information provided from vad coordinator, the patient started having driveline fault alarms about a year ago, had a repair of the external portion of his driveline in february. Continued to have occasional driveline fault alarms in his history when evaluated in clinic. At the patient's last clinic visit, (B)(6) 2019, patient's entire history was driveline fault alarms. Upon discussion with the clinical representative and engineer at abbott it was decided that the patient would undergo pump exchange, which happened on (B)(6) 2019. No further information provided.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year, 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient experienced a driveline fault alarm in (B)(6) 2019 and had an external driveline repair. The patient now reports experiencing further alarms. Log file analysis confirms driveline faults beginning on (B)(6). The cause of the alarms is consistent with past log files showing that phase b of the driveline is degrading. The external driveline has been replaced so the only remaining options are to continue to monitor (the conductor in question does not appear to be completely fractured at this time) or replace the pump. The customer reported that they will wait to exchange the patient's pump as they are trying to list him for transplant. No further information was reported.

Manufacturer narrative:
Section d4: additional information. Section g3: correction. Section h4: additional information. Manufacturer's investigation conclusion: review of the patient¿s complaint history revealed that the patient had a driveline repair in (B)(6) of 2019 due to driveline fault alarms (investigated under MFR (B)(4)). Although the evaluation of the submitted system controller log file confirmed the report of driveline fault alarms, a specific cause for these events could not be conclusively determined as there is no product available for investigation. Based on previous complaint history, these findings appear consistent with a potential driveline issue. The submitted log file captures transient driveline faults and associated yellow wrench advisories on (B)(6)2019, (B)(6)2019, (B)(6)2019, (B)(6)2019, (B)(6)2019, (B)(6)2019, (B)(6)2019, (B)(6)2019, (B)(6)2019, (B)(6)2019, (B)(6)2019, (B)(6)2019, and (B)(6)2019. These faults were associated with elevated phase 2 values. The account communicated that the plan was to wait to exchange the pump as the patient was trying to get listed for a heart transplant. The patient remains ongoing on vad-16111 and no further issues have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii lvas confirmed a driveline issue that could have contributed to the reported driveline faults, which were observed in the submitted log files. The submitted log file captures transient driveline faults and associated yellow wrench advisories on (B)(6) 2019, (B)(6) 2019, (B)(6) 2019, (B)(6) 2019, (B)(6) 2019, (B)(6) 2019, (B)(6) 2019, (B)(6) 2019, (B)(6) 2019, (B)(6) 2019, (B)(6) 2019, (B)(6) 2019, and (B)(6) 2019. These faults were associated with elevated phase 2 values. Despite these findings, the pump appeared to have functioned as intended above the low speed limit throughout the duration of the log file. The patient underwent a pump exchange on (B)(6) 2019 was returned assembled with the driveline severed approximately 5.5¿ from the pump housing. The remainder of the driveline was returned in a segment measuring approximately 31¿. The internal portion of the driveline revealed metal braided shield breakdown approximately 6¿ through 11.5¿ from the pump housing. The external portion revealed further breakdown approximately 2.5¿, 16.5¿, and 20¿ through 21¿ from the metal connector. Continuity testing of the returned driveline segments revealed that an open circuit was able to be induced in the black and brown wires upon manipulation near the metal braided shield breakdown on the internal portion of the driveline. Upon removal of the metal braided shield, visual inspection of the underlying wires revealed that the brown wire appeared partially fractured approximately 9¿ from the pump housing. Application of a tensile force revealed that the inner conductors were fully fractured and the wire insulation was partially fractured, exposing the inner conductors. In addition, application of a tensile force to the black wire revealed thinning in the insulation approximately 9¿ from the pump housing, suggesting the inner conductors were fully fractured at this location while the insulation remained intact. The observed wire damage appears consistent with fatigue failure due to repetitive flexing and abrasion against the metal braided shield. If the damaged inner conductors of either the black or brown wires caused an open circuit condition, it would have been detected by the pocket controller when comparing wire currents, which could have resulted in the driveline fault and associated yellow wrench advisory alarms observed in the submitted log files. In addition, although no pump stops were reported, a pump stop could have resulted from the black and brown wires simultaneously causing an open circuit condition. Further, if the exposed inner conductors of the brown wire made contact with the metal braided shield while the system controller was connected to a tethered power source, the resulting electrical short to ground could have resulted in pump stoppage. Heartmate ii lvas IFU, document 10006960, rev. C, section 6 entitled "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Section 6 (under "pump performance monitoring") also outlines indications of driveline damage as well as how to respond to such events. Section 6 and section 2 entitled ¿system operations¿ caution not to twist, kink, or sharply bend the driveline. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. Heartmate ii lvas patient handbook, document 10006962, rev. C, section 4 entitled "living with the heartmate ii" contains a section titled "caring for the driveline". Section 4 and section 2 entitled ¿how your heart pump works¿ caution not to twist, kink, or sharply bend the driveline. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten. Section 6 entitled "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage as well as how to respond to such events. Section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.